Event description:
The customer reported the system was interrupted during start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The celeron computer battery on the workstation was evaluated and replaced. The system configuration files were reloaded. The system was tested and found to be working as intended and put back into service.